Event description:
The advocate stated the customer received a blood glucose reading of 74 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 201 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer. The customer's meter was also replaced.